Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure devices during an attempted endometrial ablation. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. During follow-up on (B) (6) 2010 the physician reported no treatment was needed for the perforation and the patient was discharged home. Additionally, she reported she has seen the patient on follow-up and she is fine. A hysteroscopy and dilatation and curettage (d&c) was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
(B) (4). Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial numbers of the 2 disposable devices reportedly used in this procedure. No abnormalities were found related to the reported information. These devices passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).